Manufacturer narrative:
(B)(4). Batch #: t5ey00. Device analysis: the analysis found that one sr75 reload was returned with no apparent damage. The reload had the swing tab in the locked position, the knife exposed and the proximal 59 drivers up and the remaining drivers were down with staples present. The reload swing tab was reset in order to fire the cartridge. The reload was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Staple fell off. It was reported that during the surgery, opened the packing,and the staple fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.